Event description:
It was reported through the litigation process that approximately twelve years seven months post filter deployment, it was alleged that the patient had a CT scan that showed that the ivc filter perforated, migrated, and tilted. Twenty five days later, the patient was allegedly diagnosed with acute dvt. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, perforated the ivc, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately twenty days post filter deployment, xr-lumbar spine revealed the filter at the level of l1. Approximately twelve years later, CT revealed ivc filter tilt was evident with filter apex touching the ivc wall and there was a suspected perforation of ivc struts. Approximately one month later, doctor referred to previous CT and it revealed several prongs of the ivc had migrated outside the ivc. Therefore, the investigation is confirmed for perforation of the ivc and filter tilt. However, the investigation is inconclusive for filter migration.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that approximately twelve years seven months post filter deployment, it was alleged that the patient had a CT scan that showed that the ivc filter perforated, migrated, and tilted. Twenty five days later, the patient was allegedly diagnosed with acute dvt. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated, perforated the ivc, tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced back pain; however the current status of the patient is unknown.